Event description:
Patient had lasik surgery at (B)(6) on (B)(6) 2017. Shortly after surgery, patient started having issues. Patient was diagnosed with monovision on left eye and lost his vision on that eye. (B)(6) 2017 patient was told by doctor he has 20/200 vision on left eye and 20/25 vision on right eye. (B)(6) 2017 patient had a post-up lasik visit and was told he has macular hole on his retina. Patient had macular hole prior to the lasik surgery. According to patient's wife, lasik surgery should not have been done because lasik surgery is not recommended for patient with macular hole.